Event description:
Material # 305106, lot # 2363615. It was reported by customer that on two occasions they¿ve had needles from this lot with a poor/blunt finish which resulted in an unsmooth skin puncture / increase skin resistance and on one occasion they experienced a needle which was obstructed / not hollow and did not allow for injection. Verbatim: rcc received a complaint via email. Email(s) attached. I¿ve recently experienced issue with three needles from lot 2363615 with expiration 2028-02-29. On two occasions I¿ve had needles from this lot with a poor/blunt finish which resulted in an unsmooth skin puncture / increase skin resistance and on one occasion I experienced a needle which was obstructed / not hollow and did not allow for injection. The two needles with poor finish resulted increase bruising around the injection site and the non-hollow needle required a second needle stick for the patient. I did not see any recall information regarding this lot and wanted to see if similar events have been reported. Thank you for your assistance with this matter. Respectfully.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Pr (B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 305106 and lot number 2363615. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information received . Material # 305106, lot # 2363615. It was reported by customer that on two occasions they¿ve had needles from this lot with a poor/blunt finish which resulted in an unsmooth skin puncture / increase skin resistance and on one occasion they experienced a needle which was obstructed / not hollow and did not allow for injection. Verbatim: rcc received a complaint via email. Email(s) attached. I¿ve recently experienced issue with three needles from lot 2363615 with expiration 2028-02-29. On two occasions I¿ve had needles from this lot with a poor/blunt finish which resulted in an unsmooth skin puncture / increase skin resistance and on one occasion I experienced a needle which was obstructed / not hollow and did not allow for injection. The two needles with poor finish resulted increase bruising around the injection site and the non-hollow needle required a second needle stick for the patient. I did not see any recall information regarding this lot and wanted to see if similar events have been reported. Thank you for your assistance with this matter. Respectfully.